Manufacturer narrative:
Refer to results of investigation below. Previous investigations did not identify any issues with the troponin assay and the instruments. Review of the pressure monitoring and liquid level sense logs did not identify any aspiration issues with the samples. Agitation of the samples by movement on the track was examined as a possible contributing factor; however, review of the aps logs and video review did not identify any abnormal track movements. The results reviewed were all below the troponin package insert functional sensitivity claim of 0.1 ng/ml for achieving 10% cv. In house testing showed the lowest assay value exhibiting a 10% cv was 0.032 ng/ml, however, individual laboratory results may vary from this study due to differences in the testing protocol, and variation between instruments, calibrations, reagents, and replicates. Abbott does not make any claims regarding precision for samples less than 0.1 ng/ml. Review of available data did not identify any issues with either the architect or aps systems. The outlier rate of the customer data was calculated to be 0.000571 which compares to the rate of 0.0005 published in clinical chemistry, 57:5 (2011). The study investigated the robustness of the troponin assay on 4 different systems, including the i2000sr. Based on the review of the available information, a deficiency of the system was not identified. Greater variation of results can be expected as they approach the sensitivity of the assay.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer list # 3m74-01, serial # (B)(4). A reagent investigation was previously conducted and no product deficiency was identified. The continued investigation is now focusing on the instrument and aps track system. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer is observing imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer has an aps track system in their laboratory with two i2000sr analyzers attached. An algorithm has been set up in their instrument manager software and results between 0.03 and 0.3 ng/ml are automatically repeated. An example was provided where a patient generated an initial result of 0.031 ng/ml and upon repeat was 0.013 and 0.016 ng/ml. The result reported was 0.02 ng/ml. No impact to patient management was reported.